Event description:
During product evaluation, it was discovered by a baxter technician that the white cap which is attached to the syringe adaptor of an interlink syringe adaptor set had a crack. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. Visual inspection revealed that the white cap which is attached to the syringe adaptor had a crack, confirming the reported condition. The root cause of this condition could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.